Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material or root cause cannot be identified. However, the most probable cause of the distal end tip and the plastic distal end cover burn is likely due to a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. However, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device air/water nozzle was present with foreign objects. In addition, had a burn on the distal end and the plastic distal end cover. There were no reports of patient involvement.